Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a few weeks ago the patient began to struggle. The caller noted that the patient has good days and bad days with parkinson's. The patient asked the caller to adjust the therapy settings on saturday, but the caller could not make an adjustment because they got the out of range (oor) message with service code 1703. The caller also got the eri message with service code 1710, which surprised them because the ins battery was only a little over 2 years old. The caller confirmed the patient experienced a fall prior to this event. The caller stated that the patient passed out before they fell, but they did not hit their head. The patient was taken to the ER, but the ER didn't find anything wrong. The caller said if anything the patient bruised their hip. The caller already called the patient's managing healthcare provider (hcp), and they also called manufacturer representative (rep) today before they called patient services. The rep advised the caller to contact patient services. Agent reviewed meaning of oor and redirected the caller to the patient's hcp to further address the issue. Additional information was received from manufacturer representative (rep). Rep reported that the cause of the oor and eri was three electrodes showing impedance issues. Rep took the patient off that electrode. The patient stated he still felt the same, no tremor, rigidity or brady. He is following up with his neurologist on friday, 5/1/26. Rep noted the issue has not yet resolved and the neurologist will be going over the changes that were made on the patient¿s appointment on friday.